Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while doing yoga. The patient was recently reprogrammed to alternate vector due to a change in the qrs morphology related to bundle branch block. Auto set-up was performed and the subcutaneous electrocardiogram (s-ECG) tracing showed low amplitude r-waves with undersensing when lying on the front side. The device was then programmed to secondary vector due to appropriate sensing and the smart charge was extended to the maximum. Technical services (ts) reviewed the device data and confirmed the alternate vector can not be used due to instable r-wave amplitude. In addition, it was mentioned that the secondary vector would be the more appropriate choice to program considering the entire scenario. The s-ICD remains in service. No additional adverse patient effects were reported.